Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) confirmed that the customer initially opened a case related to a station crl communication issue and was requested to provide additional information to proceed. Tss done multiple attempts, were made to contact the customer, including email follow ups; however, no response was received. Due to the lack of customer engagement and inability to obtain the required details, the ticket could not progress and was subsequently closed. The customer was notified that support remains available, provided with the pyxis support phone number, and advised that a new ticket could be opened and continued from the previous point if needed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating required ip address reconfiguration. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.